Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very tortuous and calcified left circumflex (lcx) artery. A 4.00mmx8mm promus premier¿ stent was advanced to the lesion. When the device was pulled back, the stent came off of the balloon. The physician rewired the vessel and a 4.0 balloon was inflated to "mash" the stent up against the vessel wall. The procedure was completed using another stent to cover the dislodged 4.00mmx8mm promus premier¿ stent. Stenting was performed further distally on the lcx. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).